Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent: 1. What is the procedure name? 2. What is the procedure date? 3. How was the device was used (what layer of tissue and how many layers applied)? 4. What was the location and incision size of prineo application? 5. What prep was used prior to prineo application? 6. Was the prep allowed to dry prior to prineo mesh application? 7. Please describe how the adhesive was applied on the tape? 8. Was the mesh placed over the entire length of the incision? 9. Was the dermabond liquid adhesive placed to cover the entire length of the mesh? 10. Did the prineo mesh extend beyond the patient incision? 11. Was incision re-prepped before closure? If so, with what? If so, was the prep allowed to dry? 12. Was the skin prep solution wiped off and let dry before applying adhesive? 13. Was a dressing placed over the incision? If so, what type of cover dressing used? 14. What was the angle of the knee during application? 15. What date did the reaction occur on? 16. How large of an area does the reaction cover? 17. Do you have any pictures of the reaction? 18. Were prescription steroids administered? If so, a. What type of medication was used to treat the reaction? B. What was the dosage? C. When (date) was the medication administered? 19. Were antibiotics prescribed? A. What type of medication was used to treat the reaction? B. What was the dosage? C. When (date) was the medication administered? 20. Was there any medical or surgical intervention to treat the reaction? If so, please clarify. 21. Were the pustules drained or aspirated? 22. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? 23. Is the patient hypersensitive to pressure sensitive adhesives? 24. Were any patch or sensitivity tests performed? 25. Can you identify the lot number of the product that was used? 26. What is the most current patient status? 27. Patient demographics: initials / ID; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions) 28. Was prineo previously used on the patient in a previous surgery? If yes what was the outcome of previous surgery? 1. Please clarify the exact number of patient procedures. 2. Were any of these procedures previously reported to ethicon? If so, please provide the respective reference number. 3. Please provide the above information for any additional patient events and include the event date and patient ID to identify the specific patient event.

Event description:
It was reported that the patient underwent a knee replacement procedure on (B)(6) 2017 and the topical skin adhesive was used. Three to five days following procedure, the patient presented with redness and pustules underneath the topical skin adhesive tape. The topical skin adhesive was removed gently to not open pustules and the patient was treated with keflex. Additional information has been requested.